Manufacturer narrative:
Section h6 eval code result (fdr/annex c) and eval code conclusion (fdc/annex d) corrected which was inherently mentioned in previous record. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot#: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regrading an external device. Caller reports patient indicated the recharger is glitchy. Caller reports when patient is charging, the recharging wire moves with patient. Caller reports there might be an electrical shock, when patient is sitting, she has to prop the wire onto a chapstick in order for the recharging to make connections. Caller do not known when this started but has been for a while. A replacement controller was sent out. Caller reports patient received a replacement controller awhile back. Caller do not known when this started, but when patient received a replacement controller it was cracked, the back door was missing, screen would glitch out, slashes on the screen. Caller reports the controller would fit itself out, but then a week later it would happen again. Caller reports patient indicated a used controller was sent to patient. A replacement recharger telemetry module (rtm) and controller was sent out.

Manufacturer narrative:
97755, was returned for product analysis. Analysis found there was a worn donut. This does not impact the fun. Found no issues with finding or charging medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.